Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device between 4 and 24 hours on the leg. The patient sought medical attention on (B)(6) 2023. Symptoms reported include hyperglycemia, skin redness, pain and purulent discharge. The patient was prescribed cefalexin 500 mg (four times daily for 7 days) and released the same day. It was noted that the patient¿s blood glucose level was "high" (>27.8 mmol/l,>500 mg/dl).no information was provided on how the hyperglycemia was treated. Device was discarded.